Event description:
It was reported that the zimmer air dermatome was not cutting thick enough. No further injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the manufacturer for eval. The repair technician reported receiving the air dermatome with a sluggish motor, a deeply nicked control bar, and poppet assembly that was difficult to remove. To correct those problems, the motor and control bar were replaced and the poppet assembly was repaired. Preventive maintenance measures included replacing the bearings, thickness lever, width plates, "o" ring, seal and retaining ring. Repair records show that the device received calibration and preventive maintenance service at zimmer osp in 05/2009, during which time, the repair report stated the motor was running slow. The "sluggish motor," possibly caused by the heavy contamination in the bearings. The device was repaired according to procedure and returned to the customer.